Event description:
Reporter reports that a disconnect event occurred on 4-11-00. The venous line disconnected from the tesio catheter. The catheter was implanted in 2000. The estimated blood loss 100-200cc. Line was reconneted to the catheter and treatment resumed without further incident the sample was discarded. The baxter machine did not alarm. Pt suffered no ill effects.